Event description:
It was reported that the pump exhibited an error alarm (red screen with triangles and an error code) and the screen became blank with an audible alarm after changing the batteries. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Event problem and evaluation codes: updates not required. Correction: catalog number: 21-2120-0104-01 . Correction: model number: 2120. Correction: device manufacturing date: 15-aug-2019.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on (B)(6) 2021 for housing damage. These repairs would not have adversely affected the function of the main board. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the pump in good condition. Functional testing found the pump showed error code. Due to error code found, the main board will need to be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).